Event description:
Pt had a permanent dorsal column stimulator implanted. The pt returned to the or for removal of dorsal column stimulator generator and 2 electrode arrays due to malfunctioning of device.